Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6 fr pvs device. The needles did not present on deployment. Needle back down was not successful; the handle backed down, but the needles did not. A vascular surgeon was called who just pulled the device out. The pt went to successful manual compression and did fine.